Event description:
It was reported by the patient that she had an intraocular lens (iol) implanted in her left optic on (B)(6) 2011, and has been experiencing symptoms of blurriness since immediately after the implantation of the lens. It was stated that the patient was last seen by her implanting surgeon, (B)(6) 2011. Further, the patient indicated that her implanting surgeon prescribed her spectacles. Patient wanted to seek a second opinion concerning her symptom of blurriness and the patient was scheduled to see another doctor. No additional information was provided.

Manufacturer narrative:
(B)(4), the intraocular lens (iol) remains implanted.all pertinent information available to abbott medical optics has been submitted.